Manufacturer narrative:
The customer's report that the tubing separated at the upper fitment was confirmed. The set was received separated at the engagement between the upper fitment and silicone segment components. The expected retainer ring at the separated area was not received. The affected components were measured to be within specification. Further inspection of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Also, the customer provided a photo showing a used set model 11532269 separated at the upper fitment and silicone segment engagement. The root cause that the tubing separated at the upper fitment was not identified.

Event description:
It was reported that the tubing was removed from the pump and manipulated it to take the air bubbles out due to several instances of air-in-line alarms. It was then noted that the tubing separated at the upper fitment. The tubing was removed from the peripherally inserted central catheter (PICC) line and the central line nurse and resident physician were contacted. The event occurred in the neonatal intensive care unit (nicu). There was no patient injury. A photo of the product was provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer, the requested patient demographics is not available. The patient is a neonate.

Event description:
It was reported that the tubing was removed from the pump and manipulated it to take the air bubbles out due to several instances of air-in-line alarms. It was then noted that the tubing separated at the upper fitment. The tubing was removed from the peripherally inserted central catheter (PICC) line and the central line nurse and resident physician were contacted. The event occurred in neonatal intensive care unit (nicu). There was no patient injury. A photo of the product was provided by the customer.